Event description:
It was reported the lead was capped due to high thresholds. The lead was not replaced. The device was replaced due to eri. No patient complications have been reported as a result of this event. It was later reported the patient died (B)(6) 2009 with unknown relatedness "to both the system and an arrhythmic event." The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.